Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged white cable could not be confirmed through this evaluation. It was reported by the hospital that the patient¿s backup system controller had a broken nut on the white cable. Due to the damaged white cable, the backup system controller was exchanged. Additional information reported system controller (serial # (B)(6) was disposed of and will not be returned. A photo of the damage was unavailable. A root cause of the damaged white cable could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate 3 instructions for use, under section d, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect all cables for signs of damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's backup system controller had a broken nut on the white cable. The controller was exchanged.